Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The console and logs were returned and reviewed. Real time logs confirmed that all signals received from optical bench. The root cause for the failure could not be determined due to difficulty to reproduce and is characterized by a temporary loss of optical data and triggering of a controller error alarm, has a low probability of reoccurrence. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient experiencing acute myocardial infarction and cardiogenic shock. During support, a placement signal loss was observed and triggered an alarm on the console. Despite the alarm, motor current and pump function remained normal. The patient stayed hemodynamically stable and continued to receive effective support from the pump.